Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with two 380cc mentor saline breast implants experienced left sided deflation and right sided anisomastia post procedure. Patient experienced left sided deflation from moving furniture. As a result, patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: chest injury, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with two 380cc mentor saline breast implants experienced left sided deflation and right sided anisomastia post procedure. Patient experienced left sided deflation from moving furniture. As a result, patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: chest injury, deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 14, 2021 the mentor failure analysis lab has received the device for evaluation. Lot number is 6832583. The impacted device is a 380cc mentor smooth round high profile saline breast implant. The investigation of the returned device was completed by the failure analysis lab on december 30, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the, sm hps dv 380cc was found to have a tear near to the valve system. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. A manufacturing record evaluation was performed for the finished device 6832583 number, and no non-conformances were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).